Event description:
It was reported that an alert for output circuit damage was observed. The high voltage lead impedance trend showed a therapy impedance measurement of 0 ohms. It was later reported that the patient was welding on the day that the alert appeared. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.